Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep) indicated that the hcp could not locate the refill septum so at the time of the call, the patient was getting imaging to rule out a flipped pump. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2018 the poor communication icon was seen on the patient's personal therapy manager (ptm) programmer. The patient also had trouble reading the screen as she had cataracts. The patient had the backlight on but it was still difficult for her to read. As troubleshooting the patient attempted to use the ptm with and without the antenna. The patient replaced the batteries. The ptm did not work with or without the antenna. There was not an out of box failure reported. No symptoms were reported and no further complications were expected or anticipated. Additional information was received from a consumer (con). It was reported that the patient receiving a replacement personal therapy manager (ptm) programmer and was still getting poor communication with and without the antenna attached. The pump was lose and did move around.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-july-25, additional information was received from an healthcare professional (hcp). The hcp reported they were unsure of what caused the pump to flip. The hcp reported surgery occurred on (B)(6) 2018 to "tape pump down again". The patient was receiving fentanyl (1,500 mcg/ml, 217 mcg/day) and bupivacaine (10 mg/ml, 1.449 mg/day). The pump was not replaced, just repositioned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the pump was flipped, confirmed (B)(6) 2018. Surgery was to be scheduled to revise the pocket. The poor communication icon on the patient's personal therapy manager (ptm) programmer had not been resolved. The cause of the pump being loose was that it had flipped. The pump being lose and moving around had not been resolved.